Event description:
Respiratory care practitioner (rcp) was called to bedside because the ventilator low minute volume audible alarm was activated. Rcp assessed the airway, ventilator circuit and ventilator. Ventilator circuits were found to have areas that were melted.